Event description:
#Medwatcher #(B)(4). Hives, chronic bronchitis, heavy bleeding, lower quadrant pain. Ovary pain, chronic pelvic pain, chronic gastritis, gastroparesis, gallbladder stopped functioning and was removed, blood clotting during periods, ovarian cyst, cervic cyst, fibroids, dry skin, allergic reactions to unknowns, loss of sexual interest, loss of hair, also have been experiencing here lately lock jaw and headaches that cause my lock jaw to become worse. I feel like my bones are brittle as heck. Right knee surgery in 2009 and currently encountering more right knee problems where knee pops in and out of place. Urine leakage, hysterectomy due to be done (B)(6) 2017. The fibroids and chronic pelvic pain. We're reasons enough for removal and hysterectomy.